Event description:
Boston scientific received information that the patient was lost to follow-up since a device replacement procedure approximately two years earlier and was now being seen at a medical center for decompensated heart failure. Upon review of the daily measurements, the field representative noted that the left ventricular (lv) lead pace impedance measurement exhibited an acute rise impedance measurement to greater than 2000 ohms with loss of capture at maximum outputs approximately (B)(6) months earlier. The lv lead was electrically abandoned by reprogramming the device to only pace in the right ventricle and lengthening the av delay. The field representative noted that an electrophysiologist (ep) was consulted, however no further medical or surgical intervention has taken place and the patient remains in the same state of health. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.